Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose event and required medical treatment by emergency medical technicians. The blood glucose reading was 30 mg/dl, and the customer was treated with a glucagon shot. The customer stated that the insulin pump alarmed battery out limit and that the device had an unresponsive keypad. She stated that a few days prior, she had been experiencing high blood glucose levels, with readings ranging between 90 mg/dl to 300 mg/dl. She reported that she felt like passing out. It was found that the glucose meter had malfunctioned, which made the customer think that she had high blood glucose rather than low. The perceived cause of low blood glucose was the customer eating less to account for the high blood glucose she thought she had. She stated that her diabetes trainer confirmed that the glucose meter did not function properly, showing high blood glucose rather than low blood glucose. Nothing further reported.